Event description:
Customer reported being hospitalized with low blood glucose levels. Customer also mentioned having battery out limit alarms. Troubleshooting performed and pump appeared to be operating as designed. Customer was instructed to change out set and inject as per md.